Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter phone no.: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused during patient infusion. The device ran for at least 6 hours longer than its intended 46 hour duration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.